Manufacturer narrative:
On 20 may 2016, the medical affairs director performed a clinical evaluation and commented as follows: reported infection in a cementless tha at 2 years. Late infections are a known possible adverse event of tha, described in literature. No reason to suspect that it was caused by a faulty device. Batch reviews performed on 06 june 2016. Lot 135035: (B)(4) items manufactured and released on 13 december 2013. Expiration date: 2018-10-31. No anomalies found related to the problem. To date, all items of this lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 28 size m 0, code 01.29.202, lot. 135714 (k112115) (B)(4) items manufactured and released on 05 february 2014. Expiration date: 2018-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Versafitcup double mobility hc liner ø 48/28, code 01.26.2848mhc, lot. 134241 (k092265) (B)(4) items manufactured and released on 04 december 2013. Expiration date: 2018-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Versafitcup acetabular shell cc ø 48, code 01.26.48mb, lot. 134624 (k083116) (B)(4) items manufactured and released on 22 november 2013. Expiration date: 2018-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 06 june 2016 it was prepared a final report with the information submitted in this initial report. On the same date the report was sent to the initial reporter and the case was closed.

Event description:
The patient came in due to signs of infection. The pathology results were positive for a staph. Infection. All implants were revised and an antibiotic spacer was implanted. The surgery was completed successfully. X-rays are available. Explants are not available.